Event description:
Home pt (hp) reports incomplete prime of pt line of homechoice set. Spouse reports baxter tech was able to eventually assist hp in repriming line and completing treatment for evening. No pt injury or medical intervention required per spouse of hp.